Manufacturer narrative:
Batch review performed on 09 january 2017. Lot 163098: (B)(4) items manufactured and released on 05 september 2016. Expiration date: 2021-08-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
While doing physical therapy, the patient twisted their leg and spiral fractured the femur causing the stem to subside. The surgeon revised the stem, liner and head. The surgery was completed successfully.. X-rays and explants are not available.